Event description:
Literature was reviewed regarding a comparison of hemolysis with different pulsed field ablation (pfa) systems. The authors described use of both cryo ablation and pfa use. There were patients who experienced an increase in free hemoglobin, higher creatinine kinase, and lower haptoglobin when using pfa. Patient's undergoing cryoablation who experienced a reduction more than 30% in the diaphragmatic compound motor action potential, the freezing process was interrupted and if the esophageal temperature dropped below 15°c or if the nadir balloon temperature fell below - 60°c, the cryoballoon ablation was aborted. Emergency stops due to a phrenic nerve stimulation threshold reduction occurred in patients during freezing for the rspv and ripv. Additionally, some patients who had cryo ablation had higher free hemoglobin levels and low haptoglobin levels. The status of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event occurred with multiple patients and specific details on the patients were not provided. Of note, multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/62 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date, expiration date, or UDI cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: comparison of hemolysis with different pulsed field ablation systems. Heart rhythm. 2025. Doi.org/10.1016/j.hrthm.2025.05.072 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.